Event description:
New information received notes that the pacemaker was explanted and replaced.

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found that the device was in back-up operation mode upon receipt for analysis. Evaluation of the device image revealed the device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading the device code. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in back-up vvi mode. An attempt to reset the pacemaker was made but was unsuccessful. The patient was stable.